Event description:
This unknown device was implanted on (B)(6) 2011 and remains implanted up to this date. A comment entered by medical records created on (B)(6) 2013 states that patient passed out due to this medtronic device shocking him. The physician was dr. (B)(6) at (B)(6) medical center in charleston, wv. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).